Manufacturer narrative:
Expiration and manufacture information could not be determined with information provided. This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the ac adaptor failed, which "tripped" the power supply to the delivery suite. No injury was reported.

Manufacturer narrative:
One cadd ac adapter was returned for analysis. Visual inspection performed and product found to be in fair condition. Customer's complaint of unit not working correctly was verified. Service found the power supply has is broken where it exits the housing due to over bending many times. Use testing was performed. The problem source is damaged component of the power supply.